Event description:
A pt had a pap test in (B)(6) 2009, and was signed out as nilm (negative for intraepithelial lesion or malignancy) and for an unk reason the pt returned for a hysterectomy, where cin ii-iii was found on the surgical specimen. Lab personnel then did a retrospective review of the thinprep imager slide and found that the slide did not have abnormal cells located in the 22 fovs. However, upon full review of the slide, abnormal cells were found outside the 22 fovs. The lab will send hologic the slide and further investigation will be done.

Manufacturer narrative:
Analysis of the customer slide received from the customer on (B)(4), 2010, indicates that the slide falls into the rare event category where the cells in question would match our experience in the clinical trial as evidenced in table 8 of the thinprep imaging system operation summary and clinical info. Please note that the original MDR submitted was incorrectly labeled as 1222780-2010-00094. This supplement should correct that mistake.